Event description:
The customer reported to vyaire medical that the (B)(6) ventilator has transducer/xdcr fault during a usage on a patient. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted. As intervention, patient was moved to another ventilator.

Manufacturer narrative:
The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined.